Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 400 mg/dl and current blood glucose is 337 mg/dl. The customer reported that the customer was neither hospitalized nor admitted to emergency medical room for high blood glucose level. .the customer had difficulty in breathing at high altitude. The customer was treated high blood glucose with bolus. The customer was treated for high blood glucose with syringe. It also stated that the drive support cap was normal. The insulin pump will not be returned for analysis.